Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system and insulin was squirting out during manual prime process. Customer's blood glucose was 328 mg/dl. Prior to the alarm, the insulin pump had been dropped, but not within the previous month. The drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.